Event description:
It was reported via clinical affairs that an (B)(6) female patient developed atrial fibrillation one (1) day post implant of an edwards bioprosthetic aortic valve. Patient's atrial fibrillation was not responsive to cardioversion but responded to amiodarone and digoxin. Patient also had associated hypotension. No allegation of edwards device malfunction.

Manufacturer narrative:
Report of patient experiencing atrial fibrillation post implant of an edwards aortic bioprosthetic valve. Atrial fibrillation is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. It is often transient and does not require intervention. In some cases, it can adversely affect cardiac output and will require intervention, particularly in patients with limited cardiac reserve. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. The edwards valve remains implanted with no reported malfunction. Edwards will continue to review and monitor all events. No further action required.